Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion with rh cells. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported two events where the provue posted results for d well in abd/reverse cards when manually they obtained results using the same reagents and lot number. The manual results matched the patient's history and customer suspected there was an issue with the provue. Tsc inquired about transfusion history. Both patients where previously typed as d positive but recently transfused with one unit of d negative red cells. On 25feb2020, customer called back demanding instrument be service. Customer stated medical director reviewed the results and requested service be dispatched. 1 of 2 emdr reports.